Manufacturer narrative:
Device evaluation: lens returned with moisture in a micro centrifuge vial. Visual inspection found tears on the lens haptic. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -08.50 diopter, in the patients left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to the patient experienced glare/halos. The lens was not exchanged for another lens. The cause of the event was unknown.